Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 69 mg/dl and the threshold limit was 60 mg/dl. The blood glucose was 350 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised that the sensor would be replaced and to return the sensor for analysis.